Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had been placed in the lesion site and hence was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. Initial analysis found that the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was then inflated to check for any clear signs of damage to balloon wall and connecting components. There was no evidence of any damage to the balloon following inflation. A visual and tactile examination found compression damage to the inner wire lumen wall at the distal end of the balloon. The type of damage observed was likely caused by excessive compression forces exerted on the shaft walls and gave the appearance of being accordioned. It was not possible to remove the device from the guidewire due to the restriction caused by the compression site. A visual and tactile examination found no issues with the hypotube shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and removal difficulties occurred. The target lesion details are unknown. A 20mm x 3.00mm ion¿ stent delivery system (sds) was advanced to treat the lesion and the stent was successfully deployed. Upon removal, the sds gripped the non bsc wire and was unable to be removed. The sds and guide wire were removed as a unit. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that catheter entrapment and removal difficulties occurred. The target lesion details are unknown. A 20mm x 3.00mm ion¿ stent delivery system (sds) was advanced to treat the lesion and the stent was successfully deployed. Upon removal, the sds gripped the non bsc wire and was unable to be removed. The sds and guide wire were removed as a unit. No patient complications were reported and the patient's status was fine.